Event description:
It was reported that there was unexpected longevity and there be early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6947-65 implantable tachy lead, (B)(6) 2010; 5076-52 implantable pacing lead, (B)(6) 2010.